Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. Therapy monitor volume failed performance specification was encountered during rite functional test. Pal was unable to complete accuracy confirmation test, due to cracked piston. The direct cause of therapy monitor volume failed performance specification was determined to be piston foam deteriorated which was to be scrapped. The device is sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.